Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1814102 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) balloon was tested prior to insertion, then, the mynx was inserted up to the white marker. The balloon burst, indicator retracted during inflation after inflating with approximately 1 ml of saline. The device was withdrawn and hemostasis was achieved with 10 minutes of manual compression. The patient was noted to have recovered without event. The used device and three unused from the same lot number will be returned for analysis.

Manufacturer narrative:
Addendum for additional information received: the device was stored and handled per the labeling. The mynx was attempted to be used following a percutaneous transluminal angioplasty (pta) ballooning peripheral intervention. The sheath used alongside the mynx was a 6f non-cordis sheath. The device was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation at the 2nd stop. There was no visible damage in distal end of the sheath after removal. The patient has a history of peripheral vascular disease (pvd). The patient was on heparin during the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial vessel¿s diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little vessel tortuosity. The patient recovered normally. As reported, a 6f/7f mynxgrip vascular closure device (vcd) balloon was tested prior to insertion, then, the mynx was inserted up to the white marker. The balloon then burst upon inflation at the second stop. The indicator was retracted during inflation after inflating with approximately 1 ml of saline. The patient has a history of peripheral vascular disease (pvd) and was on heparin during the procedure. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial vessel¿s diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had little vessel tortuosity. Initially, the device was stored and handled per the labeling. The mynx was attempted to be used following a percutaneous transluminal angioplasty (pta) ballooning peripheral intervention. The sheath used alongside the mynx was a 6f non-cordis sheath. The device was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was withdrawn and hemostasis was achieved with 10 minutes of manual compression. There was no visible damage in distal end of the sheath after removal. The patient was noted to have recovered without event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 5.5 mm from the balloon proximal neck. Three sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. All three samples were visual inspected and no anomalies were observed. Leak testing was performed on the balloons of the sterile unused devices. The balloons were fully inflated and pressure were held with proper functioning of the inflation indicators. All three devices passed the inflation test and are deemed to meet specifications. A device history record (DHR) review of lot f1814102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the non-sterile returned device. However, the exact cause of the tear reported could not be conclusively determined during analysis. There were no anomalies noted to the sterile devices. Based on the limited information available for review, access site vessel characteristics (pvd present and balloon lost pressure at 2nd stop) or sheath tip condition factors (although not returned) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analyses suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.